Manufacturer narrative:
(B)(4) follow up - updated summary: it was reported the needle was clogged. To aid in the investigation, three samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution for a functional test. One sample expelled the solution with a normal flow. The other two samples did not expel the solution; these two needles are clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305922, lot 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. These initiatives include a new sensor, lubrication application dimension assessments and modifications, redefined preventative maintenance and process documentation updates. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material#: 305922. Batch#: 1354640. It was reported by the customer that the needle was clogged. Verbatim: rcc received a complaint via email. Email(s) attached. We have received a complaint from the field regarding (B)(4) clogged needles which are available for return to bd. Patient harm, injury, complication, or negative outcome that occurred because of the event: delay in performing procedural intervention. Risk of infection. Risk of bleeding from insertion site. Increasing number of needles disposed affecting current inventory for patient clinical care. On (B)(6) 2024, the customer (B)(6) reported a problem with a needle from the procedure kit (lot a010104). On (B)(6) 2024, the customer responded to requests for additional information and confirmed that the issue was with the hypodermic needle. The issue was reported to her by a nurse. The nurse said that the needle was clogged, it would not function ¿ even when a great amount of force was applied. The customer disposed of the needle at the time and it is not available for return. However, three other retain samples were found clogged. Complaint ID: (B)(4). Date event: 07-02-2024 bd part number: 305922. Bd lot number: 1354640.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the needle was clogged. To aid in the investigation, three samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution for a functional test. One sample expelled the solution with a normal flow. The other two samples did not expel the solution; these two needles are clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305922, lot 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material#: 305922; batch#: 1354640. It was reported by the customer that the needle was clogged. Verbatim: rcc received a complaint via email. We have received a complaint from the field regarding three (3) clogged needles which are available for return to bd. Patient harm, injury, complication, or negative outcome that occurred because of the event: delay in performing procedural intervention. Risk of infection. Risk of bleeding from insertion site. Increasing number of needles disposed affecting current inventory for patient clinical care. On (B)(6) 2024, the customer (B)(6) reported a problem with a needle from the procedure kit (lot a010104). On 09 july 2024, the customer responded to requests for additional information and confirmed that the issue was with the hypodermic needle. The issue was reported to her by a nurse. The nurse said that the needle was clogged, it would not function ¿ even when a great amount of force was applied. The customer disposed of the needle at the time and it is not available for return. However, three other retain samples were found clogged. Complaint ID: (B)(4). Date event: 07-02-2024. Bd part number: 305922. Bd lot number: 1354640.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305922, batch#: 1354640. It was reported by the customer that the needle was clogged. Verbatim: rcc received a complaint via email. We have received a complaint from the field regarding three (3) clogged needles which are available for return to bd. Patient harm, injury, complication, or negative outcome that occurred because of the event: delay in performing procedural intervention. Risk of infection. Risk of bleeding from insertion site. Increasing number of needles disposed affecting current inventory for patient clinical care. On (B)(6) 2024, the customer (epicc vascular (B)(6)) reported a problem with a needle from the procedure kit (lot a010104). On (B)(6) 2024, the customer responded to requests for additional information and confirmed that the issue was with the hypodermic needle. The issue was reported to her by a nurse. The nurse said that the needle was clogged, it would not function ¿ even when a great amount of force was applied. The customer disposed of the needle at the time and it is not available for return. However, three other retain samples were found clogged. Complaint ID: (B)(4), date event: (B)(6) 2024, bd part number: 305922, bd lot number: 1354640.